Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, false auto mode switching episodes triggered by competitive atrial pacing leading to pseudo-pseudofusion were observed. Programming changes were made.